Event description:
Additional info received 5/1/98: to co's knowledge, the co did not receive a report from the facility regarding this incident, either in the form of a user facility report, a letter, or a telephone call. A study was conducted to determine the pull strength of the suction ports of the device. The hook on the fixture may have interfered with the test of the distal end, yielding lower test values than would be necessary for failure in pt use. Please note that it was not stated in the user facility report if the device broke at the distal or proximal end.